Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the platen door was unable to close and was visibly bent. The pump appears to have sustained impact damage. Because the door could not be closed, no testing could be done to confirm any other issues. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump latch was bent. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).